Event description:
The customer reports that a pt position was verified before treatment with kv on 90 degree, one dimension only. The pt was adjusted to the CT marks in the ctr of the body instead of right thorax. A lateral shift of 12 cm was not seen by that single image and was not indicated on the screen. These settings were saved permanently due to the acceptance. After a single verification image, this position was saved as new reference position and the pt got three (3) deliveries of 3 gy each, with a wrong lateral position by 12 cm - back bone. Total planned dose for the pt was 30 gy split in 10 x 3 gy sessions.

Manufacturer narrative:
The investigation has confirmed the root cause of this event and resulting misadministration is related to human/equipment interfacing: human error. The therapist aligned the pt to the incorrect reference mark. A lateral reference image does not demonstrate a potential shift for a left to right position change the user then captured the new table parameters not recognizing a large lateral shift. Corrective action: varian will f/u directly with the customer to ensure they understand the tools that are available to them in truebeam and make sure they understand the workflow process. Though there was no serious injury reported, the info suggests that the reported mistreatment could potentially result in serious injury. No add'l f/u to this MDR is expected, however should new pt info become known, varian will f/u appropriately.